Event description:
It was reported by the patient that the pdm (personal diabetes manager) was delivering a bolus when they did not prompt the controller to initialize a bolus.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported uncommanded bolus issue. No lot release records were reviewed, as the product lot number was not provided.